Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had an inability to deliver a 5.5 impella pump due to anatomy. The pump was removed and instead a cp was placed successfully. No lasting harm or injury

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was due to patient condition.